Event description:
It was reported that the tip of the ortho grip knee pointer broke off. Patient involvement, procedure delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the tip of the ortho grip knee pointer broke off. Patient involvement, procedure delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event, that the tip was broken, was confirmed through visual inspection. During the device evaluation, it was unable to be determined what caused the bent tip. The pointer was repaired and put back into stryker stock.